Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4): the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the distal stent struts were stretched distally along the shaft. This is consistent with a restriction occurring during withdrawal. A visual examination of the tip found no issues with its profile. The balloon was tightly wrapped and was not subjected to positive pressure. A visual examination found no issues with the hypotube and the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 09-dec-2014. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, with a >45 degree bend target lesion was located in the moderately tortuous and mildly calcified left circumflex (lcx) artery. A 3.00x16mm promus element ¿ stent was selected; however the device was unable to cross the target lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.